Event description:
It was reported that the gem 20dp v/nv ckv 3ss experienced kinked tubing and was clogged/blocked. The following information was provided by the initial reporter: material no: 10012144 batch no: (an invalid lot # was provided as 20016683) we had an alaris tubing incident yesterday. The tubing was kinked below the drip chamber so fluid would not flow into the tubing, no matter what they tried.

Manufacturer narrative:
Investigation: one sample of model 10012144 infusion set was received for quality investigation. The customer complaint of kinked tubing was verified by visual inspection. No further defects or damages were observed upon visual inspection of the tubing. A device history record review could not be performed on model 1001214 because a lot number was not provided by the customer. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Previous investigations have indicated the root cause for this issue is an incorrect assembly method of the set being coiled and pouched prior to solvent fully drying.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem 20dp v/nv ckv 3ss experienced kinked tubing and was clogged/blocked. The following information was provided by the initial reporter: material no: 10012144 batch no: (an invalid lot # was provided as 20016683) we had an alaris tubing incident yesterday. The tubing was kinked below the drip chamber so fluid would not flow into the tubing, no matter what they tried.